Manufacturer narrative:
Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that on (B)(6) 2016 the patient came to hospital due to dizziness and left visual issue. CT-scan was done, left occipital hemorrhage was confirmed. Patient is currently in hospital under supervision. It was reported by the site that the patient was successfully transplanted beginning of (B)(6) 2016 and inr was in normal range at the admission. No further information received. No additional information provided.